Event description:
It was reported that the device reached elective replacement indicator (eri) while in the box due to cold weather. The device was not used with a patient and was returned. No patient was involved.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.